Event description:
It was reported that during procedure the lead connector could not be inserted into the header. The lead was replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of lead not being able to be inserted in header was confirmed in the laboratory. The lead was found to be out of specification.